Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope failed the leak test during reprocessing. The diagnostic procedure occurring after the reprocessing was completed with a similar device with no delay. During the inspection and testing of the returned device, no image was displayed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device had a loose non-olympus bending section cover and the video cable had a pinhole. In addition, there was a deep scratch on the metal frame at the distal end, a heavy buckle at the bending section, the insulation inspection failed, the video connector was loose and the name plate on the video connector was also loose. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event was unable to be determined however, the following are likely to occur moisture or water which invaded the device through the leaking point may have caused the internal circuit board of the video connector to short-circuit. There was a possibility that internal circuit board of the video connector was deteriorated. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3 .confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ IFU (operation manual) provides cautions as below: ¿important information: please read before use: turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.